Event description:
It was reported a catheter kink occurred. Imaging was performed and a catheter revision surgery was planned. The pump was used to infuse dilaudid. No outcome or patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l67849, implanted: (B)(6) 1999, product type catheter. (B)(4).